Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) popped while attempting to deploy, but prior to removal of the 7f avanti sheath from the body. Access was maintained and closure was attempted with a non-cordis vascular closure device. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was a severe presence of calcium in the vicinity of the puncture site. The vcd was prepped according to the instructions for use (IFU). The balloon did not lose pressure after being pulled into the arteriotomy it lost pressure prior to reaching the sheath. The device was not returned for analysis. A product history record (phr) review of lot f2312102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the information available for review, access site vessel characteristics (severe presence of calcium in the vicinity of the puncture site, and it lost pressure prior to reaching the sheath) most likely contributed to the loss of pressure reported since access site issues can cause damage to the balloon, resulting in a loss of pressure. According to the mynxgrip IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) popped while attempting to deploy, but prior to removal of the 7f avanti sheath from the body. Access was maintained and closure was attempted with a non-cordis vascular closure device. There was no reported patient injury. The device was use din an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was a severe presence of calcium in the vicinity of the puncture site. The vcd was prepped according to the IFU. The balloon did not lose pressure after being pulled into the arteriotomy it lost pressure prior to reaching the sheath. The device is not being returned for evaluation.